Event description:
It was reported by a surgeon's office that a pulse generator model 103 was currently disabled due to a vbat <eos threshold. The reporter was in the operating room and system diagnostics were performed on the generator as it was to be implanted on a pt as initial implant. System diagnostics were indicative of eos and reporter indicated that electrocautery was used once generator entered the field. The MFR informed the caller that any electrical current going through generator can cause damage to generator and I also informed her of safety alert letter involving electrocautery and 103/104. The reported generator was returned to the MFR and is currently undergoing analysis.